Event description:
It was reported the pt's ipg was having difficulty communicating with te charger and the pt had extended time charging the ipg. A replacement charger did not resolve the issue. On (B)(6) 2011, the pt's ipg was replaced. It was reported the pt was programmed postoperative and received effective stimulation and coverage.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.